Event description:
The pt returned approximately six months post index procedure with restenosis of the two cypher stents implanted at index procedure at the ostial/proximal lad and mid lad. Both lesions were re-treated with the cutting balloon and two taxus stents.